Manufacturer narrative:
This malfunction will be included in the package insert of the product as a new limitation.

Event description:
The customer reported a malfunction of ID core xt. Phenotype obtained with ID core xt was c (upper case) negative. Result obtained with other test was: c (upper case) positive.